Event description:
Hcp reported infusion pump explanted and replaced due to battery depletion after an implant duration of 48 months. The explanted pump was returned to the MFR for analysis which is not complete at the time of this report.

Manufacturer narrative:
A follow up report will be sent when the analysis results are complete.